Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The lesion was pre-dilated twice with a 2.5x20mm maverick balloon at 14 atms. The physician placed a taxus express2 2.5x24mm drug eluting stent to the proximal left anterior descending (lad) artery at 18 atms. Timi iii flow was achieved. No patient injuries or complications were reported. Twenty months post implantation, the patient presented with chest pain and angiography revealed a thrombosis in the previously placed taxus stent. The patient had stopped taking plavix a few weeks prior to this event due to a gi bleed. The physician attempted to balloon the thrombus, but was unable to regain flow. The patient expired the following day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.